Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an fibertak dx suture anchor inserter tip broke while implanting the anchor. Surgeon opened another fibertak dx suture anchor, from a different lot number, and the same thing happened. It was decided to leave both broken tips in the patient, as removing it would only cause more harm. Case was completed using another fibertak dx suture anchor. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that one prong on the distal tip of the driver was missing. The broken piece was not returned for investigation. The suture assembly was also not returned for investigation. The thickness of the distal tip was measured and found to be within the design tolerance. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. As such, the most probable cause can be linked to improper bone preparation and/or an inadequate anchor size selection for use with the bone that was present.